Event description:
On (B)(6), av was opening regardless of vad speed. On (B)(6), cardiac CT showed total thrombosis of lvad outflow cannula. Vad exchanged (B)(6). Thrombus noted in inflow cannula and outflow graft.